Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. Heli-fx endoanchors were subsequently implanted for a type ia and migration. A chimney technique was also performed with another manufacturer¿s device. A left limb extension was also implanted. It was reported that the left limb was implanted for an insufficient seal. A type ib endoleak was then observed. No intervention was performed per the patient's wishes. The physician investigator assessed the event to be caused by disease progression. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information received reported that the physician determined that the insufficient seal was caused by disease progression. If information is provided in the future, a supplemental report will be issued.